Event description:
It was reported by the customer that when screwing the needle on the syringe, the needle popped off and medication leaked. No information was received regarding any serious injury as a result of these product issues.